Event description:
The healthcare professional reported a leak near the blue twist clamp of the transfer set. This was noted by the patient during use with no patient injury or medical intervention reported by the healthcare professional.